Event description:
During treatment the venous line came out of the chamber by the transducer. The device was removed and replaced and treatment continued without further incident. No reported ill effects to pt. The sample is available for evaluation.